Manufacturer narrative:
It was reported that the end user reached for the arm of the bedside toilet and sat on the device. The device fell over to the side. She went to the hospital where she was diagnosed with a right hip fracture that required a surgical intervention. It was reported that prior to the incident, the legs were wobbly but she continued to use the device. No sample was returned for evaluation. A root cause has not been determined. Due to the reported incident, this medwatch is being filed.

Event description:
It was reported that the end user sat on the bedside toilet and the device fell over.